Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Device evaluation: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 450cc mentor memorygel breast implants. Post-operatively, the patient experienced a rupture of her right prosthesis, which was confirmed via mammogram and magnetic resonance imaging. As a result, the patient underwent bilateral removal surgery and a bilateral mastopexy on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-12025 for the contralateral event.